Event description:
Healthcare professional reported "dissatisfaction". Device has been explanted. This record is for the left side. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).